Event description:
It was reported that the customer stated they could not smoothly insert the suction catheter into the tracheostomy tube and stopped using it. The tube was removed and a new tracheostomy tube was inserted.

Manufacturer narrative:
The tube was discarded and therefore, not available for failure investigation. No analysis or conclusions can be drawn without the device. The lot number was provided and the manufacturer will review the lot history records.